Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed for the last days of customer use as an event date was not provided. This revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "high flow rate issue, 3 readings at 21.5" was reproduced. Evaluation sent the device for flow rate testing at a rate of 40ml/hr. Results are as follows: delivery rate of 40ml/hr with a volume to be infused of 40 with a delivery result of 42.485 with error % of 6.2125. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a high flow rate, three readings at 21.5 occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.